Event description:
It was reported that a catheter issue occurred. The 70% stenosed target lesion was located in the mildly tortuous and mildly calcified percutaneous coronary intervention. An opticross 6 hd imaging catheter was advanced for use in the ultrasound examination of the target lesion. During the procedure, the physician had two coronary wires in the vessel one positioned for ivus and the other placed in a side branch for protection. During pullback, the non-boston scientific guidewires became wrapped around the catheter and were pulled back from the vessels they had been placed in. The physician had to remove the catheter and both wires together as a single unit and was unable to separate the wires from the catheter. The vessels then had to be rewired, and a new catheter was used. The procedure completed using an alternate method. There were no patient complications and the patient fully recovered.